Event description:
It was reported that following the implantation of an elevate pc anterior graft, the patient experienced moderate "worsening stress urinary incontinence." A transobturator (tot) sling procedure was performed on (B)(6) 2014 and the event was reported as resolved same day. No additional patient complications have been reported in relation to this event.